Event description:
The patient underwent a procedure in 2002. Synthetic absorbable suture was used for abdominal closure. The patient presented post operatively with draining sinuses. Excision of sinus tracts in the surrounding infected skin and subcutaneous tissues was performed in 2002.